Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was digging into the skin and it rubbed the skin raw. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use a larger garment to help the skin irritation. Follow up indicated that the patient continued to experience skin sensitivities to the lifevest and decided to return the equipment.